Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the column pressure was not operating within established specifications. The column was replaced. The instrument was rebooted. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for an error 100 pressure high and 150 grand sensor error was the column. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2015, which included data from 14-april-2014 through 14-may-2015. There were no similar complaints identified during the searched period, which includes this event.

Event description:
On (B)(6) 2015, a customer reported an error 100 pressure high and 150 grand sensor error on the g8 instrument. The customer installed a new filter to address the issue however a column count of 5200 displayed. This exceeded the limit of [?] 2500 as per the column inspection report. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.